Manufacturer narrative:
Date of death: approximate. The device was not returned for analysis and the complaint of death could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient passed away. It is unknown if the patients death is device related.

Manufacturer narrative:
Date of death: approximate.

Event description:
It was reported that the patient passed away. It is unknown if the patient's death is device related.